Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the ptfe coating had been sheared off the outer surface of the wire on the area approximately 75mm - 123mm and 220 -238mm from the distal end of the shaft. Magnifying inspection of the segment on approximately 75mm - 123mm and 220mm - 238mm from the distal end found that shearing of the ptfe had been generated both from the proximal in the distal direction and from the distal in the proximal direction. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specification. The adhesive strength of the ptfe coating to the core wire was determined and verified to meet manufacturer specification. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and the shipping inspection records. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be determined. Based on the on the investigation it is likely that the actual sample had close contact with a sharp object and in this state it was subjected to some withdrawal actions, when it was exposed to abrading forces which exceeded the coating's adhesive strength. Terumo medical product (tmp) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the coating layer sheared off the visiglide device. Follow up communication with the user facility confirmed the following information: performing a gastero-drainage (eus-hgs) via eus-guided fistula angioplasty (eus-bd),the intrahepatic bile duct b3 (the left lateral branch) was punctured and the actual device was introduced into the common bile duct; when the distal end of the actual device came into contact with the already-implanted metallic stent, the diathermic dilator did not become properly diathermic; and there was no impact to the patient.